Manufacturer narrative:
Continuation of d10: product ID tm91d0, serial# (B)(6), product ID a620, serial# unknown, product type: software. Product ID hh90d01, serial# (B)(6), product type: mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have a handset and communicator that they do not think are syncing with each other. The patient stated they turn therapy off at night and on several occasions when they get up in the morning therapy is still turned on. They had an appointment with their managing physician yesterday and the rep had them go through the process to turn therapy off several times and it worked when they were doing it but then it happened again last night. Probably every 2 our of 5 times it doesn't work. The representative told the patient to call patient service for replacements. The patient did not know if rep pulled any logs to further assess the issue. Patient also reported often the handset doesn't find the communicator right away and patient has to restart the devices. Patient confirmed he is not using devices near sources of emi. Reviewed troubleshooting steps if this happens in the future, as the problem may continue even with a replacement communicator. A replacement request was sent to the repair department.